Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, poor picture quality and unit not does not indicate when to put cover on probe.

Event description:
Per biomed, poor picture quality and unit not does not indicate when to put cover on probe.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor picture quality and unit not does not indicate when to put cover on probe is confirmed. The root cause is due to a poor probe connection to the beamformer board set. The device was serviced, tested an returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.